Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The other seven perclose proglide devices are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that an unspecified vessel puncture closure was attempted with eight proglide devices using the pre-close technique prior to a transcatheter aortic valve repair (tavr) interventional procedure. Reportedly, all eight proglide devices failed due to "lots of calcium". There was a significant impact to the patient due to a reportedly clinically significant delay in the procedure. The patient expired, but the death was reportedly not caused by the proglide devices. The proglide failures were due to heavy calcium which resulted in the need for surgical cut down and then patient experienced a spiral dissection of the aorta. The physician is reportedly trained in use of the proglide device and established in the pre-close technique. No additional information was provided.